Manufacturer narrative:
E1: the end user of the reported device is apollo hospital, bilaspur. The mlx 300w xenon lightsource (00mlx) was not returned to the manufacturer for evaluation. A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality, should the customer later return the device root cause analysis: a quality plan was opened by integra-tullamore to investigate mlx power and lamp failures. Root causes were determined, and corrective actions have been implemented.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) is turned on, the fuse suddenly blows. The device was not in contact with a patient. It was reported that no death or serious injury occurred.